Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured 0n 11/16/2018 and placed into service on 5/26/2019 with battery pack serial number (B)(6). On 5/06/2023 battery pack serial number (B)(6) was installed. On 10/15/2023 battery pack serial number (B)(6) was installed. On 10/25/2023 battery pack serial number (B)(6) was installed. Log files show the AED is functioning as designed but do not contain enough information to determine the root cause of the reported battery depletion. The battery pack associated with this complaint was requested to be returned so that it could be evaluated and tested. To date, the battery pack has not been returned and the root cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on with their dbp-2003 battery pack serial number (B)(6). But the AED would power on with a spare battery. They reported this did not occur during patient use.